Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that he was going through ¿a lot of changes the past few years.¿ the patient was not getting good results and it seemed like it was ¿always off.¿ the patient tried to get help from his healthcare provider (hcp) on how the system worked, but the hcp stated that ¿he only did surgery and did not know.¿ the patient stated that the device was inconsistent, ¿sometimes going every ten minutes, others nothing.¿ it was unclear if this was related to stimulation or the patient¿s urinary issues. On the day of the report the patient had gone through five pads and ¿sometimes it worked and other just bad.¿ the patient was not sure how to tell ¿good and bad days¿ and he did not know how the device worked. The patient assumed that the device told him when to go to the bathroom. The issues had been occurring since implant and the patient noted that he did increase stimulation when he did not feel stimulation. The patient stated that his hcp mentioned reprogramming ¿last spring,¿ but they did not actually reprogram him. The patient had not been to a hcp for his device since ¿last spring.¿ the patient stated that it did seem to help after a reprogramming session, but then it went away. The patient mentioned that he had fallen four times and it could be because of that. The patient was diagnosed with parkinson¿s as well. The patient had tried all four programs in the past two years and 3 and 4 seemed to work the best. The patient intended to try both for ¿about a week.¿ additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178-2013-24001 as the old device was replaced because it stopped responding.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v561268, product type: lead. (B)(4).